Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, a left ventricle perforation was noted to have occurred due to this guidewire.  Subsequently, surgery was performed for the perforation. The valve was explanted due to paravalvular leak (pvl) and a non-medtronic surgical valve was implanted. Following surgery, a stroke was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial #: (B)(4), ubd: 25-feb-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the guidewire had been pre-shaped prior to use. As reported, the physicians were aware of the small left ventricle. The aorta was horizontal with a 62 degree angle. The guidewire had been placed in the apex of the left ventricle using a pigtail catheter. Repositioning of the guidewire was required during the procedure. The guidewire was visualized throughout the valve deployment. As reported, at one point in the procedure the guidewire appeared far into the left ventricle apex. There was no forward movement of the guidewire as the valve was released and the guidewire was not pushed or pulled against resistance. Per the physician, the wire position had caused the perforation. The paravalvular leak (pvl) was not present after the initial implant of the transcatheter valve. However, once the chest was opened there was more than moderate pvl. The physician elected to remove the valve as result. As reported, the stroke occurred the day following the procedure. The cause of the stroke was not reported. However, it was reported that it was not related to guidewire or the valve. No additional adverse patient effects were reported. Corrected data: e1 street address medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Conclusion: a device history review of the guidewire could not be performed as the lot number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Per the guidewire instructions for use (IFU) and reinforced in the medtronic procedural training materials, the guidewire should not be manually re-shaped. The reported perforation was most likely the result of the user re-shaping the guidewire tip. The tip of the guidewire is not designed to be manually re-shaped. Shaping of the tip could result in damage to the guidewire that could then lead to trauma in the ventricle if the user does not avoid contact of any wire transition zone with the apex of the ventricle. In addition, the patient had a small left ventricle and during the procedure it was stated that the user was instructed to check the wire position multiple times as at one point it appeared to far into the apex of the left ventricle (lv). When crossing the aortic arch, the valve IFU instructs it is critical the guidewire is controlled to prevent it from moving forward. The IFU also cautions that without proper management of the distal tip of the guidewire, the guidewire could move forward and cause trauma, perforation to the lv, as most likely occurred in this case. The guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the lv and mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the valve implant procedure, or other diagnostic and interventional catheterization procedures. In terms of valve implant procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a delivery system tracked over the guidewire and to mitigate the risk of lv perforation. In addition, cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. This event does not indicate device manufacturing related malfunction, rather, the user did not follow the IFU instructions for use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.